Event description:
It was reported to philips that the device was not booting after a power test performed at the customer's facility. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up after a power test. Upon troubleshooting, fse found that the system does not have a 3 phase backup ups. So, fse suggested the customer to turn off the main breaker to the room to avoid power turn on issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.